Manufacturer narrative:
Age at time of event: patient is under 18 years old.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.